Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter in a minicap transfer set. This was noted during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of particulate matter. Visual inspection was performed which identified dried white residue (particulate matter) along inside of tubing wall of the used transfer set and also an unrelated defect. Leak testing was performed which noted an unrelated issue. Clear passage and clamp function testing was performed with no issues noted. The reported problem of particulate matter was confirmed during visual inspection. The returned sample did not meet product specification related to the reported problem. Upon conclusion of the investigation, the cause of the particulate matter was undetermined. Should additional relevant information become available, a follow-up report will be submitted.